Event description:
It was reported that the bed exit was not alarming due to the scale being out of calibration. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.